Event description:
It was reported to conmed that, "dr. (B)(6) used a large vcare on his robotic tlh. He sutured the vcare in place and when they went to take the vcare out the shaft pulled out leaving the forward cup, back cup and the internal balloon inside the patient." It was reported that all pieces were retrieved, and, no patient injury occurred.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2012-00099. The device has been returned to conmed corporation; however, the investigation has not yet commenced. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed.